Event description:
Dealer is stating that the bolt broke off inside the frame for the rear left arm socket cup. No other information provided, dealer hung up.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.